Event description:
The patient mentioned that the other day he woke up feeling dizzy, and tried to test his blood glucose and was unable to obtain a blood glucose reading. The patient did not try to treat himself after attempting to use the meter. His daughter conctacted the paramedics , and when they tested the patient on their meter and received a 39 mg/dl. The patient was treated with IV glucose and taken to the ER. The patient was discharged five hours later and the diagnosis was dehydration and low blood glucose. The battery was replaced less than a year ago and was correctly installed. Customer service sent the patient a replacement meter. The meter does not power on when pressing the power button. The patient experienced symptoms prior to testing; therefore there is no indication of an adverse event. This case is being reported as a malfunction, since the meter does not power on and the issue was not resolved via troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.